Manufacturer narrative:
(B)(4). PMA/510(k) number: the rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fph in (B)(4) for evaluation where it was visually inspected. Results: visual inspection revealed that the complaint device had a loose connector. Further inspection showed that there was sufficient amount of glue inside the cuff and on the outside of the connector. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we are unable to determine what may have caused the damage observed on the returned rt021 catheter mount. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mounts that fail the pressure test are rejected. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the 22mm connector came off from the tube of the rt021 catheter mount. This was found before patient use.